Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and tested positive for 1 colony forming units (cfus) of micrococcus species. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the legal manufacture¿s final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Additional information: d8, d9, h3, h4 the device was evaluated where additional potential adverse events were confirmed where foreign material was noted in the air/water tube, air/water cylinder and jet tube. There was also a burn on the plastic distal end cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the positive culture investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Based on the results of the foreign material investigation, olympus confirmed a white foreign material that is possibly simethicone remained in the device. Simethicone is not recommended and it is possible that the material remained in the device after reprocessing. However, a root cause on why the foreign material remained was not determined. Based on the results of the burn on the plastic distal end cover, it is possible that high energy endo therapy accessories are used without sufficient distance from distal end. However, a root cause was not determined. The following is included in the device IFU: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Operation manual_ insertion_ air/water feeding and suction air/water feeding_ warning: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Auxiliary water feeding_ warning: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Operation manual_ using endotherapy accessories_ high-frequency cauterization treatment warning: never emit high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Olympus will continue to monitor field performance for this device.